Event description:
It was reported that post operation, the atrial leadless pacemaker (alp) could not be interrogated conductively. Additionally, the patient was experiencing discomfort in their right leg due to muscle stimulation. The alp was deactivated. Imaging later confirmed that the alp dislodged and embolized to the internal iliac artery. No further intervention is planned.

Event description:
Additional information received indicated the dislodgement was confirmed via a chest x-ray and then verified with fluoroscopy during the procedure.